Manufacturer narrative:
This information was already reported under the pump, MFR # 2916596-2025-01942 and the 1st system controller MFR # 2916596-2025-01943. Manufacturer's investigation conclusion: the reported events of driveline power fault and driveline disconnect alarms were able to be confirmed during review of the submitted log file from the heartmate 3 system controller (serial number: (B)(6). The event log file from this controller contained information spanning approximately ~6.5 hours on (B)(6) 2025 (5:06 to 11:25 per timestamp). Intermittently between 5:06 and 8:18, pump off, low flow, and driveline disconnect alarms were observed. These alarms activated due to internal subfaults which indicated that both power and communication signals had been interrupted. Additionally, a driveline power fault alarm activated at 8:18:35 due to the power a signal being briefly interrupted. The driveline power fault alarm was observed to clear at 11:25:21, and no other notable events were observed. Multiple attempts were made to obtain information related to the troubleshooting and resolution of this event, but no response was received. To date, the heartmate 3 system controller (serial number: (B)(6) has not returned to abbott for evaluation. The root cause of the observed alarms cannot be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the system controller (serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The abbott heartmate 3 instructions for use with heartmate touch and abbott heartmate 3 left ventricular assist system patient handbook are currently available. Section 2 of the patient handbook warns the user to check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop. Section 2 also provides instructions for how to properly perform a system controller exchange. Section 7 of the IFU and section 5 of the patient handbook both describe the alarms which occur on the system controller, including those associated with driveline disconnect and driveline power fault conditions. Section 6 of the patient handbook describes how to care for and clean the heartmate equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to the emergency department (ed) due to a driveline power fault alarm. Upon interrogation, it appeared the patient had an extended period of driveline disconnect from the pump between 0717 and 0718, with intermittent reconnections noted. Since then, the patient had on-going driveline power fault alarms, but no additional pump stops. An x-ray was planned. Log files were submitted for review and captured a driveline disconnect at 0717 on the morning of (B)(6) 2025. The pump was off for 5 seconds before being reconnected. A second driveline disconnect occurred at 0718 and lasted for 8 seconds before reconnection. A third driveline disconnect occurred following the previous one and lasted for 16 seconds before reconnection. Following the third driveline disconnect, the log began capturing driveline power fault alarms. There were no noted alarms prior to the disconnects. In addition, the log file indicated that the patient did not connect to the power module/mpu during this history. The patient's system controller and modular cable were exchanged however the alarms reoccurred on (B)(6) 2025. The patient insisted that the driveline was never disconnected, however it was noted they were not a reliable narrator. A second set of log files were submitted for review and continued to capture numerous driveline disconnect alarms and a recurrence of driveline power faults on the new equipment.